Manufacturer narrative:
Pump was received with a33 error alarm during basic occlusion test due to loose/protruded drive support disk. Unit had missing graphic design layer of address/serial number label, missing end cap sticker, cracked case at display window corner, minor scratched lcd window, debris under lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the call was 272 mg/dl. Customer confirmed that the drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.